Event description:
It was reported that the there was a programming error that resulted in an over infusion of morphine to a hospice patient. The ordered infusion was 2.5mg / hour up to 12.5 mg / hour. However, other course of 24 hours 3 bags of 200ml were infused, which was more than expected. There were patient involvement but the information on patient impact is not known.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: f24 - insufficient information. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, adverse type, event attributed to, death?, date of death, describe event or problem, other relevant history, type of reportable events and imdrf annex f codes.

Event description:
It was reported that the there was a programming error that resulted in an over infusion of morphine to a hospice patient. The ordered infusion was 2.5mg / hour up to 12.5 mg / hour as a secondary infusion. However, over the course of 24 hours 3 bags of 200mg/200ml were infused for a total of 600 mg. Two days after the incident the patient died which the clinician indicating the cause of death as cardiorespiratory failure. Death was not contributed to the bd device.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : medical device serial #, it was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Additional information : device eval by manufacturer, reason code for no evaluation - if other specify, device manufacture date, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the there was a programming error that resulted in an over infusion of morphine to a hospice patient. The ordered infusion was 2.5mg / hour up to 12.5 mg / hour as a secondary infusion. However, over the course of 24 hours 3 bags of 200mg/200ml were infused for a total of 600 mg. Two days after the incident the patient died which the clinician indicating the cause of death as cardiorespiratory failure.